Event description:
The 6fr balkin was being used to go up and over to an occluded right femoral popliteal. The physician stated that the pt had an extremely scarred groin prior to the procedure. A left puncture was made to go up and over, and as the sheath was advanced slowly resistance was noted. The wire was advanced and the sheath was pushed in more, still without much force. The sheath was in the pt for 48 hrs, allowing the treatment by tpa through a 5fr infusion catheter, and also a 6fr angiojet catheter. On the second day that the sheath was in place another MFR's balloon catheter, a stent, and two balloon expandable stents were placed through the sheath. When the physician attempted to pull the sheath out, with only the wire in place, the sheath snapped in half at the entry point without much force applied to it. The radiologist attempted to retrieve the sheath, but was unsuccessful. The pt was taken to the or to have the rest of the sheath removed. The physician thought that the sheath may have folded slightly at the initial insertion, and when the radiologist tried to remove the sheath it was at that same bend where it snapped and then caught on the vessel wall. The rediologist was concerned that the amount of time the sheath was in the pt may have something to do with it separating.